Manufacturer narrative:
(B)(4) if further information becomes available a follow up emdr will be submitted.

Event description:
New information (B)(6) 2015 during bone marrow biopsy, the cannula was broken at the end of the procedure (when taking off the biopsy sample) and a part of the cannula remained in the bone of the patient.

Manufacturer narrative:
(B)(4): visual inspection of the sample confirmed that the cannula was broken approximately one inch from the distal end of the needle. The inspection also noted signs of bending and torn stainless steel. The inspection was not able to confirm the source of the broken cannula, but the damage is consistent with that associated with excessive lateral force being used during the procedure. A review of the applicable DHR records for lot 0000642019 did not identify any issue that may have contributed to the reported failure mode. Based on the complaint investigation, a definitive root cause could not be identified for the reported failure mode. The most probable root cause was identified as excessive lateral force applied to the biopsy cannula during use resulting in bending and subsequent breaking of the cannula. This root cause could not be confirmed since the complaint investigation was not able to ascertain the actual conditions and forces used during the procedure in which the biopsy cannula broke. Based on the complaint investigation results; instruction for use form for product tjc4008 was attached to the closure correspondence as a customer awareness communication regarding the proper use of the biopsy needle and the need to not apply lateral force on the cannula during use in order to minimize the potential for the bending and subsequent breaking of the biopsy cannula. Carefusion will continue to track and trend.